Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. This report is related to two other product reports submitted on the same event.

Event description:
It was reported that the patient was on the cycler when he felt chest pains. The patient's physician has determined that the patient had a heart attack (mi) that actually occurred two days before (monday, (B)(6)) the patient was advised by his physician that he was just experiencing discomfort on monday, when the mi apparently occurred, but he was not on the cycler at the time the patient also reported he did not feel well on tuesday. He went to the ER on wednesday, (B)(6), and was admitted. He had two coronary stents placed and was released on (B)(6).